Event description:
The right ventricular (rv) and the right atrial (ra) leads were cut at the ends on (B)(6) 2025 and remained implanted.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had infection at the device implant site. The patient's pacemaker was explanted and the right ventricular (rv) and the right atrial (ra) leads were cut at the ends and remained implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Device was returned for evaluation. The device had no output, and no telemetry upon receipt due to voltage being at end-of-life (eol) level. Device image could not be saved. Device was cut open and no high current on hybrid was noted. With external power, device was able to reload product code and interrogate. Further investigation, including interrogation with different settings, found no anomaly. Longevity assessment was performed, based on nominal conditions, and the device exceeded projected longevity indicating normal battery depletion. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.